Manufacturer narrative:
The product investigation was completed. Device evaluation details: visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no steam pop or other issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device number lot 31028066l and no internal actions related to the complaint were found during the review. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. The physician wasn't sure what caused the event. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an afib ¿ paroxysmal ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that during an afib procedure a pericardial effusion was diagnosed via ice catheter after the patient's pressure dropped and cardiac tamponade was noted. Catheters were removed. Caller stated that there was a baseline effusion but the effusion became worse after a steam pop was noted. A pericardiocentesis was performed by the physician. The patient was being prepped for surgery at the time of the call. The catheter will be sent in for analysis. Additional information received: the event was discovered while using biosense webster product. The physician wasn't sure what caused the event. The intervention that was provided was a pericardiocentesis and an open heart surgical repair. Outcome is patient had a fully recovery and went home. The pt had an extended hospital stay due to opening the chest and losing up to (B)(4) units of blood. Pt recovered extremely well and discharged. No significant lab tests beyond normal blood work pre-procedure was performed. A stsf catheter was used. Force visualization features were vector and visitag. Visitag parameters for stability were (range:time) setting 3sec/3mm/. Additional visitag filter was 25 fot. Color option was impedance. Transeptal was performed with another company needle. Prior to noting the pe or CT, ablation was performed. The event occurred at the end of the case on the anterior septum as the physician was ablating from the mitral valve to the right superior. Irrigated catheter was used in the event and the flow setting was at 15cc/min. The length of the ablation at the site was 10 secs. Pump was switching from ¿low¿ to ¿high¿ flow during ablation. Smartablate generator was used and the parameters for power control and the impendence thresholds was 250. Length (minutes and seconds) of the ablation cycle when the pop was observed at the same tip position was 10 sec lesion set. No errors reported by the biosense webster systems. Event happened on (B)(6) 2023 medical hx: left atrium was 7cm + and case was a redo afib ablation with a lot of scar. No rating on scar physician name and contact information: (B)(6)- number will provide at later time generator: smartablate was used no servicing needed since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.